Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "under processed tissues, unit ran to completion with no error codes. Total of 31 cassettes of small gi biopsies are effected [sic]. Per user they will sections the tissue and will ask pathologists whether reprocessing is needed..." On (B)(6) 2022 the fas visited the customer site and documented that the patient tissue samples exhibiting sub-optimal processing were derived from a single "gi 1 hour" protocol comprising 31 cassettes executed in retort b with "start (B)(6) 2022 @ 1435/end @ 1552"; the tissue type of the affected patient samples involved in this adverse event was documented as "gi biopsies" and the size of the affected patient tissue samples was "biopsies". The tissue was re-processed "on other processor". The fas also noted that: "... They wrote 70 on a randon [sic] bottle, filled that bottle with 70, but when they hit "changed" they went with default concentration." On (B)(6) 2022, leica biosystems (B)(4) received information that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred between 09:33am and 09:45am on (B)(6) 2022, in which a user did not complete manual replacement of the reagent in bottle 9 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual.. Although a user affirmed in the instrument graphical user interface (gui) that the reagent concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 09:45am on (B)(6) 2022, the information available indicates that bottle 9 was filled with 70% ethanol rather than 100% ethanol between 09:33am and 09:45am on (B)(6) 2022. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 9 (ethanol) with an ethanol concentration of 70% due to the use error detailed above was used for the final dehydration step of the "gi 1hr" protocol started in retort b at 14:35pm on (B)(6) 2022. The minimum ethanol concentration required for use in the final dehydration step in a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. The leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."